Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had continuously no delivery alarms from the pump. The customer stated that troubleshooting has been done in the past but the issue still continues. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.